Event description:
Reporting status: malfunction. Reporting rationale: the failure of the balloon to deflate is likely to cause or contribute to pt injury. Device issue: failure to deflate. It was reported that after inflation and treatment of the vessel, the balloon failed to deflate. The device was able to be moved into the descending aorta, and an indeflator was used to inflate the balloon high enough to cause it to intentionally rupture and therefore, was able to be removed from the pt without incident. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering could not complete an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with blood visible in the balloon and in the inflation lumen. There was no contrast visible. The balloon was loosely folded. There was a longitudinal balloon rupture at the distal end of the proximal balloon marker and extending distally for a length of 1 cm. There were scratches on the balloon near the longitudinal rupture. There was no tip damage noted. There was no other damage noted to the bdc. The total length of the catheter was measured and this met mfg criteria.